Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the energy of the appliance has not met the complete and safe realization of the flap even with incomplete and thin flaps. This made it very difficult to lift them. The doctor does not want to perform any more laser assisted flap creation surgeries until the appliance is readjusted. Additional information has been requested.

Manufacturer narrative:
The clinical application specialist (cas) reviewed the appropriate docking protocols with the surgeon and staff. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).